Manufacturer narrative:
Philips investigated this complaint. The system was not in clinical use at time of event. Analysis of the log files indicated that geometry pc malfunctioned. A philips remote service engineer (rse) inspected the system remotely and confirmed with the customer that the system was showing an alert of 'unable to communicate with geoipc' and there were no movements available. The philips field service engineer (fse) inspected the system on-site and confirmed the intermittent geometry movement problem. Fse found that the geoipc was intermittently working and the mother board gave a sound alarm during startup. As part of troubleshooting, fse tested the cables, power supply, random accessible memory (ram), basic input/output system(bios) battery, and tried to reinstall software, but the issue occurred again. To resolve the issue, fse replaced geoipc. After replacement of geometry pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.